Event description:
It was reported to philips that the system was unable to perform rotational propeller movements. The system was in clinical use at the time of the reported event, and the patient was moved to another system for the completion of the procedure. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.